Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 due to not wearing a sensor, which led to hyperglycaemia. Symptoms included extremity pain/cramps and severe coughing. The blood glucose level was 545 mg/dl at the time of the event, and the patient was treated with an intravenous drip. The patient was released from the hospital. The length of hospital stay was less than twenty-four hours. No further information available.